Event description:
It was reported that a malfunction occurred on a customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was informed to call back if the malfunction code recurred. The customer understood these instructions and continued using the pump without further issues.